Manufacturer narrative:
A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a male patient; age and ethnicity not provided. The patient was taking an unspecified medication via humapen savvio pen (blue); indication for use not provided. On an unspecified date, it was noted that while he could set the pen it sometimes slipped through without locking in and sometimes it jammed completely. This humapen savvio device was associated with (B)(4)/lot number 1510v03. The patient operated the humapen savvio device. It was unknown if the patient was trained. The general device duration of use was six months. The suspect device duration of use was not provided. The suspect humapen savvio device associated with (B)(4) was returned to the manufacturer on 06dec2017. Edit 09feb2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated (B)(6) 2018 in the describe event or problem field. No further follow-up is planned. Evaluation summary: a male patient reported that his humapen savvio device "sometimes slipped through without locking in and sometimes it jammed completely." No adverse event was reported. Investigation of the returned device (batch 1510v03, manufactured october 2015) identified the reportable malfunction "bulkhead failure," and found foreign material inside the device and on the dose knob. Spectroscopic analysis of the foreign material identified it to be consistent with an unsaturated fatty acid such as lard oil and a plant-based material. In addition, sodium chloride, stainless steel, and glass were present within the foreign material. Fatty acid based substances like lard oil, introduced in the field and not related to the manufacturing process, caused degradation of the bulkhead and housing collar components, causing the device malfunction. Malfunction confirmed. The core user manual provides instructions for proper care and storage of the device. It states, "do not use alcohol, hydrogen peroxide or bleach on the pen body or dose window. Also, do not cover in liquid or apply lubrication such as oil, as this could damage the pen." There is evidence of improper use. The damage to the device occurred while in the field (not related to the manufacturing process).

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint (pc), concerns a male patient; age and ethnicity not provided. The patient was taking an unspecified medication via humapen savvio pen (blue); indication for use not provided. On an unspecified date, it was noted that while he could set the pen it sometimes slipped through without locking in and sometimes it jammed completely. This humapen savvio device was associated with (B)(4)/lot number 1510v03. The patient operated the humapen savvio device. It was unknown if the patient was trained. The general device duration of use was six months. The suspect device duration of use was not provided. The suspect humapen savvio device associated with (B)(4), which was manufactured in oct2015, was returned to the manufacturer on 06dec2017. Upon investigation, it was noted to have foreign material inside the device and on the dose knob which was introduced in the field. This foreign material caused the device to not work properly. Edit 09feb2018: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added. Update 01mar2018: additional information received on 28feb2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information and improper use and storage from no to yes. Added date of manufacturer for (B)(4) associated with lot 1510v03 of a humapen savvio (blue) device. Corresponding fields and narrative updated accordingly.